Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.